Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after removal of the device from the pt anatomy, the clip was on the distal end of the clip applier. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info available.

Manufacturer narrative:
The device was received. Investigation is not completed.